Event description:
It was reported to medtronic minimed that the customer experienced no communication between the transmitter and the pump, keypad/button unresponsive/button error, no delivery/occlusion alarm, failed batt test, damage (physical or cosmetic), charge/battery lasts less than expected, occluded, lost sensor alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-386, mmt-7841zn, mmt-332a, mmt-7040a. Troubleshooting was not performed for the event.customer reported a short battery life or a low battery alarm.customer reported pump was dropped/bumped and/or pump has possiblephysical or cosmetic damage.customer reported receiving a battery failed alarm.customer reported a past insulin flow blocked alarm.customer reported a keypad anomaly and/or stuck button alarm.customer reported a loss of communication between the transmitter andthe pump. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-386. No product return is required for mmt-7841zn. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.